Event description:
It was reported the pt presented to the clinic complaining of a reaction near her stoma site. The pt was initially diagnosed with a fungal infection and treated with oral diflucan (1 daily tablet for 7 days), topical lamisil and cromos treatment. The pt was given 3 cycles of oral treatment for 21 days, resting for 14 days. No improvement was noted. Further examination found the pt had an allergic reaction related to the pouch material. The pt has switched to a new pouch and has noted significant improvement to the affected area.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No add'l pt/event details have been provided to date. Should add'l info become available a follow up report will be submitted. (B)(4).